Event description:
Event: surgical intervention and 2500cc blood loss. Case details: the physician was initially unable to advance the sheath despite pre-dilating with an 8mm balloon. The external iliac artery was damaged requiring a bypass from the common iliac artery to the common femoral artery. Access was achieved through a conduit and without the use of the expandable sheath. The graft was implanted. A superior type I endoleak was resolved by placement of a stent. During the procedure, there was significant blood loss around the conduit that was unnoticed for an undetermined period of time. The pt lost approximately 2500cc of blood and became hypotensive and unstable near the end of the procedure. The pt was administered multiple units of blood and left the o. R. In stable condition.